Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on and there were no lights in the electronics compartment. A field service engineer (fse) isolated the auxiliary and tower, but the station still did not power on. After disconnecting all the main drawers, the station powered up. The fse then reconnected the drawers one by one, and the station powered on successfully with all components connected. The issue appeared to be due to improper drawer seating, which was resolved during troubleshooting. Then, the fse tested all drawers and doors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had no power and black screen occurred. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.